Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Visual inspection on the device revealed the distal coupler was shifted causing the spline material to be compressed in the direction of the shift. Additionally, the outer spline was torn, exposing the nitinol frame. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damage to the paddle is consistent with damage during use. The IFU states careful catheter manipulation must be performed in order to avoid device component damage. Do not use force to advance or withdraw catheter when resistance is encountered. Always straighten the catheter before insertion or withdrawal.

Event description:
This report is to advise of an event observed during analysis confirming damage to the paddle.